Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation of the essure device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and menometrorrhagia ("heavy and irregular menses"). The patient was treated with surgery (on (B)(6) 2016, she underwent a pelvic surgery to try and alleviate the symptoms.). At the time of the report, the perforation, pelvic pain and menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia, pelvic pain and perforation to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.